Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed from the device hub. During visual inspection, the balloon was seen to be detached/separated and the catheter tip was seen to be broken/fractured. The balloon catheter shaft was seen to be stretched by the polymide and the shaft was also damaged 81cm from the hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated there was no resistance when the guidewire was inserted. There was no friction and no resistance at the hub of the guiding catheter. A 1cc syringe was used to inflate the balloon in the body. There was no impact to the patient as a result of the event. The anatomy location (vessel name) the balloon did not deflate was the gastric artery. The device was returned for analysis and the balloon was detached/separated and the balloon catheter tip was broken/fractured. The balloon catheter shaft was stretched by the polyimide and the balloon catheter shaft was also damaged 81cm from the hub. The as reported event of balloon difficult/unable to deflate during use and the as analysed events of balloon detached/separated, balloon catheter damaged, balloon catheter tip broken/fractured during use and balloon catheter shaft stretched will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure, the balloon (subject device) was inflated. When the balloon was attempted to deflate it was unable to deflate. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the balloon (subject device) was inflated. When the balloon was attempted to deflate it was unable to deflate. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.